Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to dislocation. Surgeon explanted easytech anchor baseta6v ø34 mm cementless, 3-4 pegs glenoid pe cemented size s and replaced it with a ø135/145 36+9 cup, humelock reversed ta6v cementless glenoid base plant ti/ha ø24mm and eccentric glenosphere.